Event description:
During a follow-up, it was not possible to interrogate the device. The device was explanted and replaced to resolve the event. The patient was not pacemaker dependent and was stable following the procedure.

Manufacturer narrative:
The field event of premature battery depletion and communication failure were confirmed. Sensing, pacing, pacing lead impedance, high voltage (hv) lead impedance, hv charging, hv delivery and hv shock impedance were tested in the lab, and the device¿s function was normal. No high current drain sources were found throughout testing. The battery was analyzed by its manufacturer and was found to be within specification. The cause of the premature depletion is undetermined.